Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). Technical services (ts) discussed that the device did not meet criteria for the shortened replacement window (4/05/2007) advisory based on voltage information for 2008-09. The device was later explanted and returned approximately eight months later for analysis. Routine initial device testing indicated that detailed analysis was required. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.